Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not completing the priming process, it stays on the fill tubing and cannot move forward. The customer's blood glucose level during the incident was unknown. The customer stated that they were unable to exit the preparing to prime loop. The customer was advised to hold down the act button until they receive second series of beeps and numbers appear on the display. The customer stated that the did not receive the second series of beeps nor did numbers appear on the screen. The customer also mentioned that their current blood glucose level was 486 mg/dl. The customer declined to troubleshoot for the high blood glucose because they were already correcting it with a syringe. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump motor functioned properly and no rewind anomaly noted. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime/fill anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.